Event description:
It was reported that a user¿s ilet bionic pancreas displayed a prompt to connect the cgm or enter a blood glucose value with a notice that dosing would stop in five hours, consistent with cgm signal loss involving a dexcom g7 sensor; the user performed a system restart and planned to recontact if unresolved. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or need for medical care. Investigation included technical troubleshooting and user education specific to cgm signal loss. Investigation of this case revealed an interruption in cgm communication without identification of a responsible device. It was concluded that the event was attributable to cgm signal loss with resolution attempts via restart and guidance provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.